Manufacturer narrative:
Device manufacturing records and programming history were reviewed. Review of manufacturing records confirmed the device met all final testing specifications prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Through the manufacturer¿s periodic programming history review, it was found that high impedance was observed on system diagnostics performed on (B)(6) 2012. Attempts are underway for additional information; however, no additional information has yet been received. Review of manufacturing records confirmed sterilization for both the generator and the lead prior to distribution; no nonconformances were observed.